Manufacturer narrative:
G2: the country of the event is japan. H3. Device evaluation summary: product analysis #705512984:8530630 lot# ca16d228 visual and functional testing identified that the tip of the instrument is worn from what appears to be repeated normal use. This is consistent with anticipated wear. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional(hcp) via a manufacturer representative regarding a device used in laminoplasty. It was reported that when the insertion of that screw was started under a microscope, it was noticed that a small piece of metal was attached to the screw head, and that screw was not used. It was replaced with a new screw of the same size and placed inside the patient's body. Preoperative diagnosis of this surgery was cervical spondylotic myelopathy. The level at which the implant was performed: c3/6. There was a delay of less than 60 minutes. There was no patient symptom in the event and no further complications/symptoms were reported. Additional information was received from the manufacturer representative that the there is a possibility that the metal fragment is part of the driver. When attached to the screw driver and carried to the surgical field, a piece of metal was attached to the implant screw head on the right side of the screwdriver. Therefore, it was not used.